Event description:
The facility reported "the clamp of the transfer set wasn't leakproof". This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.